Event description:
It has been reported that the pacemaker battery was suspected to be depleting prematurely. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This pacemaker remains in service. No adverse patient effects were reported.